Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: a field service engineer (fse) visited the customer to address the reported event. During servicing, fse was able to confirm the incubator noise during rotation. Fse then cleaned and lubricated the incubator and rotor to eliminate the noise. Fse also cleaned the debris off of the detector lens the could affect the quality controls. Fse then cleaned the sample nozzle and tip. Quality controls were run with acceptable results. The instrument operated as intended. There was no further action required by fse. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(6) from 05-nov-2017 through aware date (B)(4) 2018. There were no similar complaints found during the searched period. The aia-900 operator's manual under safety precautions state the following: warning: contact a tosoh local representative: there is always the possibility that blood and body fluid may have been contaminated by infectious agents. Mistakes in system repair or disposal can result in the transmission of infectious agents to the system operator and/or to nearby person. Please contact a tosoh local representative for analyzer repairs or information on disposal. The most probable cause of the reported issue was due to a dirty incubator, detector lens, and sample nozzle and tip.

Event description:
A customer reported that they heard a loud scraping noise on the aia-900 instrument. The customer stated that it got louder and louder as the day progressed. The customer ran quality controls and found that level 1 was out high and level 2 and 3 were in range but running high. The customer believed that the noise was coming from the incubator. The instrument was down. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of parathyroid hormone (ipth) patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.